Manufacturer narrative:
Patient weight not available from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed because the issue could not be replicated. The performed multiple spins from both sides of the imaging system in both the cranial and spinal software and was unable to replicate the inaccuracy. The system was used in another procedure and was working as intended. The software investigation was unable to determine the probable cause of the reported issue because it could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional felt inaccurate by 3-4mm inferior. The case was continued by accounting for the inaccuracy. There was no delay to the procedure. No impact on patient outcome.